Manufacturer narrative:
H4: the lot was manufactured between may 13, 2024 ¿ may 14, 2024. The device was received for evaluation with 119 ml of fluid in the bladder.. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow during infusion. Additionally confirmed that the patient removed the flow restrictor from the surface of skin for bathing. The device contained 5-fluorouracil 3000 mg and saline 59ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.